Event description:
The customer reported the system displayed the error code starter not on. No patient injury was reported.

Manufacturer narrative:
The ge service rep inspected the unit. System boots up and operates as intended. The rep could not duplicate the intermittent problem. A final inspection verified proper operation of the system. System operates as intended.